Event description:
The customer reported that an lf4200 ligasure impact device was used during a cystectomy/ileal conduit procedure. An activation tone was heard, but sealing could not be performed. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.